Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 53 mg/dl at the time of the event. The customer was treated with a carb intake. Troubleshooting was performed. The customer was using the insulin pump within 48 hours of the event, and the auto mode feature was active at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue using the insulin pump. The pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.